Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The physician commented about not re implanting, therefore several considerations to take in this case were discussed with him. The patient has continued to refuse any intervention and has not been seen back in this physician office. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The physician commented about not re implanting, therefore several considerations to take in this case were discussed with him. No adverse patient effects were reported.